Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable or unchanged. Evaluation- a review of drawings, instructions for use, manufacturer instructions, quality control, specifications and trends was conducted. The chait percutaneous cecostomy catheter from unknown lot number was not returned, nor was any photo¿s provided. The complaint was confirmed for the tube is breaking at the junction of the tube and the rectangular portion on the outside of the body, based off of the testimony that the customer provided. If the complaint device becomes available for investigation, the device will be evaluated and the file will be updated at that time. A review of the device history record for non-conformances was not possible due to the lot number not being provided. The device is shipped with instructions for use (IFU), (chait trapdoor cecostomy catheters) which lists the appropriate warnings, precautions and instructions for use. Upon removal from package, inspect the product to ensure no damage has occurred. There is no evidence to suggest the device was not manufactured per specifications. With the information available at this time we are unable to determine a definitive root cause of this issue. We will continue to monitor for similar complaints.

Manufacturer narrative:
(B)(4). Investigation - evaluation: a review of the drawings, instructions for use (IFU), manufacturing instructions, specifications, trends and quality control was conducted during the investigation. The complaint device was not returned therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. The lot number of the device is not known; accordingly a review of the device history record could not be conducted. Based on the information provided, no product returned and the results of our investigation, a definitive root cause could not be determined. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.

Event description:
The customer reported that the chait percutaneous cecostomy catheter is breaking at an unspecified time following implantation. The device reportedly broke at the junction of the catheter and the patient externalized portion of the hub. This event occurred prior to november 2015; no specific date was provided. The broken catheter was explanted and replaced with a new device. No further event or patient information was provided.